Event description:
Attorney alleges patient suffered injuries relating to "defective sprint fidelis leads including, but not limited to, death, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life." Review of manufacturer's database verified patient's death. The cause of death has been researched and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.

Event description:
Attorney alleges patient suffered injuries relating to "defective sprint fidelis leads including, but not limited to, death, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life." Review of manufacturer's database verified patient death. The cause of death has been researched and not received. There is no allegation from a health care professional that the death was device related. Attorney later alleged the patient's lead had fractured and/or was explanted.